Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, the atrial signals could not be seen on the marker channel and an atrial tachycardia was undersensed which resulted in atrial pacing. The device was reprogrammed and the patient was stable.